Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a blank display on their cycler and the cycler can't turn on during power up. Upon follow up, it was determined the patient did not complete treatment. No adverse events were experienced, and no medical intervention was required. The patient is continuing with pd with no further issues. The cycler was returned to manufacturer for physical evaluation. Patient received cycler replacement and the cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a blank display on their cycler and the cycler can't turn on during power up. Upon follow up, it was determined the patient did not complete treatment. No adverse events were experienced, and no medical intervention was required. The patient is continuing with pd with no further issues. The cycler was returned to manufacturer for physical evaluation. Patient received cycler replacement and the cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained dark. The internal inspection of the cycler showed that there was evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the touch screen became operational. Removed functioning inverter board from the touch screen at the completion of the investigation. During an initial simulated treatment setup, ld14 (patient pressure not constant warning) an occurred. A check in diagnostic screen showed that patient sensor 2 was improperly set at the value 17 (mbar) / 0.2. After zeroing the patient sensor, a simulated treatment pre-ast 15 minute 1000 ml test passed. Patient sensor check passed. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler found no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.